Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. No further info is available. If add'l info becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that, "acetabulum was loose upon inspection. Stem was solid, proceeded to revised shell with a 40mm head and liner."